Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted the customer care solution center and alleged that the complaint device had been damaged after an unspecified fall and requested support. The complaint device was in clinical use at the time that the issue was discovered. There was no adverse event or patient harm reported.